Event description:
As reported by the sales rep per the user facility: needlestick injury. Housekeeping stepped on introcan stylet which was on the floor. It went through "her tennis shoe into foot", pulled out of foot, stylet bent, and clip located on the shaft of stylet. Additional information provided by the facility indicated the employee involved in the incident received all protocol bloodwork testing and the results have been negative. She did not have any additional information to report. Additional follow-up information also provided indicated that it is believed the needle was left on the bed after use and when housekeeping went to clean up, the needle fell on the floor and she stepped on it. The housekeeper was not aware of the needle until she stepped on it. Although it was reported, it is believed the clip did cover the needle before it was laid down, no one is 100 % sure. A lot number and a catalog number were reported.

Manufacturer narrative:
One used introcan safety needle with the safety clip was returned for evaluation. The safety clip was located on the shaft of the needle and was not covering the tip of the needle. The needle was noted to be damaged (bent on a 45 degree angle approximately one inch from the tip), and the back wall of the clip was bent and extremely bowed, most likely due to damage resulting from the needle being stepped on and then pulled out the tennis shoe. The catheter was not returned. It was reported that it is believed the needle was left on the bed after use and when the housekeeping personnel went to clean up, the needle fell on the floor and she stepped on it. It is possible that the clip on the needle was manipulated and forced off the needle during clean-up, and exposed the needle resulting in a needlestick. However, since it was reported that it is not known for sure if the tip covered the tip of the needle when it was set down, no specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available information has been provided to the actual manufacturer for evaluation.